Manufacturer narrative:
No RMA has been issued for the return of the wheel chair. The consumer is a (B)(6) male and weighs (B)(6) . The consumer is provided for model tdxsp owners manual part no 1143190 rev I - 06/10. It is unknown if the consumer has fully read and understands the owners manual. The dealer alleged the consumer is rough on the wheel chair. The following warning on page 11 is provided for the consumer: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician. It is unknown if the wheel chair has been properly set up or if the consumer has attempted to readjust the device from the initial set up. Inaccurate set up may cause the device to overheat. The following warning is provided on page 12: "warning [set up] - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications" it is unknown if the consumer uses the wheel chair on roads, streets or highways. Rough terrains may cause the device to overheat. The following warning is provided on page 13: "warning [terrain, brakes, restraints] - do not operate on roads, streets or highways." It is unknown if the consumer places the device in areas that may cause instability and possibly overheating. The following warnings are provided on page 19: "warning [stability and balance]: always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. The drive behavior initially experienced by the user may be different from other wheelchairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches. The following warnings apply specifically to the surestep feature:" "do not use on inclines greater than 9 degrees." "Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces." "Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance." "Always traverse down ramps at a reduced, constant speed to maintain stability and to avoid hard braking or sudden stops." "The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes." "Always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the users weight forward resulting in reduced stability." It is unknown if the consumer has been exposed to moisture in the form of rain, beverages, incontinence, etc.. The following warning is provided on page 26: "warning: [storage] - avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately." The consumer weighs (B)(6). The consumers loading the device is unknown. The following warning is provided on page 29: "warning [weight limitations] - refer to technical data on page 36 to determine the weight limit (total combined weight of user and any attachments) of your wheelchair model. Do not exceed the limit - otherwise, injury or damage may result." The maintenance history of the device is unknown. The dealer stated the consumer is rough with the wheel chair. The following warning is provided on page 39: "warning [wheel chair operation] - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."

Event description:
The dealer alleges the niece smelled something hot and burning. The dealer alleges there were burnt wires on the right motor and smoke coming from the right motor. The consumer is allegedly very rough on the chair. No injury is alleged.